Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver stated the pump could be unlocked but the touchscreen would not respond to selections along the top row, preventing access to supply change, menu, and alerts, with no visible cracks reported on the screen. Symptoms included no clinical effects. Outcomes included no alarms and no medical intervention. Investigation included complaint intake and device replacement logistics. Investigation of this device revealed a suspected touchscreen or user interface failure affecting the display interaction, consistent with a hardware user interface malfunction.